Event description:
It is reported that a burrowing effect on the locking mechanism occurred while torquing, resulting in a loose cable.

Manufacturer narrative:
No product was returned for inspection, nor were x-rays or other documents provided. Cause cannot be definitely determined. Review of the device history records was not possible as the product and/ or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.